Event description:
The user facility reported to the sales consultant of an event that occurred on (B)(6) 2013. Reportedly during an im nailing humerus fracture procedure with ti elastic nails, the 2.5mm ti elastic nail kinked and broke upon insertion. The surgeon inserted another nail and completed the procedure. The broken nail was not implanted in the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.